Event description:
The pt's mother reported that the pt experienced elevated blood glucose of up to 28 mmol/l (504 mg/dl) and she believes the basal rates are not correctly delivered. In 2009, the pt's blood glucose measured 6.2 mmol/l (112 mg/dl) at 6:00 am. 9.8 mmol/l (176 mg/dl) at 9:30 am, and 22 mmol/l (396 mg/dl) at 11:30am. The pt changed the infusion set and injected 20 units of insulin via syringe. At 12;30 pm, the pt's blood glucose measured 28 mmol/l (504 mg/dl) and she injected 4 units of insulin via syringe. At 1:30 pm, her blood glucose measured 8 mmol/l (144 mg/dl). The following day, the pt's blood glucose measured 8.2 mmol/l (148 mg/dl). The next day, the pt's blood glucose measured 21.8 mmol/l (392 mg/dl) at 3:00 am and she injected 4 units of insulin via syringe. At 6:30 am, her blood glucose measured 17.6 mmol/l (317 mg/dl) and the pt changed the insulin cartridge and infusion set and injected insulin via syringe. The mother reported that the pt changes the infusion site every 2 days, the infusion tubing every 10 days, and the insulin cartridge every 2-4 weeks. The mother was advised to refer to the user's guide. The pt does not reuse insulin cartridges. The pt's normal blood glucose level is 6 mmol/l (108 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.